Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73a1500101 investigations did not show issues related to complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The staples were sticking during use. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples are misaligned in the center of the cover block. The returned stapler appears used as there is biological material present on the device. The stapler was returned with 12 staples left in the cartridge indicating that 23 staples have been fired by the end user. Reference attached files pic_anp1900047719 for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The trigger was squeezed using hand pressure. The first 5 staples successfully fired. However, the remaining staples were unable to fire successfully. The misalignment of the staples is preventing the staples from moving down the track and into the forming tool. The stapler was disassembled and it was confirmed to have been assembled correctly. No other defects or anomalies were observed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states other remarks: "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "stuck in stapler" was confirmed based upon the sample received. The staples in the middle of the cover block in the returned stapler are misaligned which is preventing the staples from that point on from moving down the track into the forming tool. However, the first five staples were properly aligned and were able to be successfully fired. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staples to misalign. The stapler was returned with 12 staples left in the cartridge indicating that the stapler was fired 23 times by the end user. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
The staples were sticking during use. The patient's condition was reported as fine.